Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose levels on (B)(6) 2018 and had a bent cannula. Customer's blood glucose reading at the time of hospitalization was 32 mmol/l. The customer's current blood glucose level was 9 mmol/l at the time of incident. It was reported that the hospital implemented diabetic ketoacidosis protocol. The nurse stated that the customer reported symptoms related to their high blood glucose levels included vomiting. It was reported that the customer was using the infusion set with a bent cannula. Customer was treated at the hospital. Troubleshooting was done at the time of the call. The insulin pump received no delivery alarm during the prime test. The insulin pump passed the high pressure test and the displacement test. Product is not expected to return.